Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor was unable to power up. The cause for the failure was isolated to shorted u104, u1003, and u604 on the monitor c/a board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would not power up. The last pt to use this monitor did not report any deficiencies.